Manufacturer narrative:
Review of medical records summary. Pre-op on (B)(6) 2002, discectomy at l4-l5 performed. On (B)(6) 2006, re-exploration/discectomy of l4-l5. On (B)(6) 2007, x-rays show degenerative disc disease at l4-l5. Positive for back pain. Charite disc implanted on (B)(6) 2007 at l4-l5. Post-op: on (B)(6) 2007, worsening back pain is reported. On (B)(6) 2007, x-ray show charite in good disc positioning. On (B)(6) 2007, worsening pain reported. On (B)(6) 2007, MRI finds no abnormal findings. On (B)(6) 2007, severe back pain reported. Clinical impression and emg notes radiculopathy of l4-l5 and degenerative changes at l4-l5, l5-s1. On (B)(6) 2008, back/leg pain is again reported. On (B)(6) 2008, x-rays show device well seated and functioning. On (B)(6) 2008, back pain, CT shows disc well positioned (surgeon notes (B)(6) 2008), mild degenerative facet changes l4-l5, l5-s1, and disc protrusion l5-s1 without deformity of thecal sac or nerve roots. No definitive conclusions can be made. Images show device in good position. Pain may be related to issues at other levels. At this time, no connection can be made between the event and any shortcomings of the device or info provided with the device.

Event description:
Following the process of legal discovery, medical records were recently made available to depuy spine for review. The associated medical records for this pt were reviewed and it was determined that there was no corresponding complaint file. It appears that at the time of legal notification, this info was not reported to the regulatory compliance dept. As a result, a report is being opened now to document this event. As an adverse outcome was reported, an MDR is filed to document this event.